Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee scope procedure, a piece broke off of the device and was retained in the patient. An x-ray was performed to attempt to remove the broken piece. The procedure was completed with a backup device.

Manufacturer narrative:
Device investigation narrative - one duckling upbiter basket punch was returned for evaluation. Visual assessment of the device confirmed the reported complaint of the lower jaw breaking off. Examination of the break area using a stereo microscope showed striations at the remaining cutting edge surface which is consistent with the cutting edge being filed. A cutting edge in this condition would require the use of excessive force to cut. This manner of repair/sharpening is inconsistent with current smith+nephew repair practices. Per the devices IFU 1060355 rev h under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ further investigation is not warranted at this time. (B)(4).